Event description:
It was reported to boston scientific corporation in 2008 that a radial jaw 4 biopsy forcep device was used during a diagnostic colonoscopy procedure (female patient, weight unknown). According to the complainant, the biopsy sample was successfully acquired and there were no patient complications. It was further reported that while the biopsy sample was being transferred from the forcep into a tissue cup, "an irregularity" was noted on one of the pull wires.

Manufacturer narrative:
The suspect device has been returned, but the device evaluation is not complete. Therefore, the cause of the reported observation has not been determined. The april 2008 15-month radial jaw biopsy forcep product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.